Event description:
It was reported that the device could not be recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but did not meet release criteria and needed to be fully recaptured. While the device was being recaptured it got stuck on the markerband, which made it difficult to recapture the device. The physician was able to recapture and fully contain the closure device in the was before it was removed from the patient. A new device was prepared and used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system with the implant inside the sheath. The implant was deployed during the lab investigation and was consistent with reported information. The device was bloody. Analysis of the implant, core wire, tip, and sheath included microscopic and visual inspection. Inspection revealed tip damage (tricuts flared/abrasions), sheath damage (abrasions), and anchor damage. Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that the device could not be recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33 mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but did not meet release criteria and needed to be fully recaptured. While the device was being recaptured it got stuck on the markerband, which made it difficult to recapture the device. The physician was able to recapture and fully contain the closure device in the was before it was removed from the patient. A new device was prepared and used to complete the procedure. There were no patient complications.